Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 06/26/2019 to present date 11/09/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200291995 for no fault found- unverified problem/ low reading, which does not correlate to the customer reported issue.

Event description:
The customer reported a dim segment. No patient involvement is noted.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a dim segment. No patient involvement is noted.